Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. Water ingress was observed, causing the reported issue. The device's sensor board and flow sensor assembly will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The MFR rec'd info alleging a ventilator was auto-cycling. There was no harm or injury reported.